Manufacturer narrative:
(B)(4). The rt212 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt212 adult inspiratory heated breathing circuit was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the information and video provided by the customer. Results: visual inspection of the video shows that fluid can be seen inside the watertrap and no damage was observed to the watertrap. Further information from customer stated that the watertrap was emptied before the leak occured. Conclusion: without the complaint device, we are not able to determine the cause of the reported event. The rt212 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions that accompany the rt212 adult inspiratory heated breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported that an rt212 adult breathing circuit failed the ventilator leak test and found the watertrap has air leak before use on a patient. There was no patient involvement.